Event description:
Physician had difficulty inserting the spring wire guide through the introducer needle. In trying to insert the wire guide it separated and a piece remained in the pt. Surgery was performed to remove the 2 inch piece of wire guide. There were no pt complications.